Event description:
It was reported that during a de novo, moderately calcified, 70% stenosed, right internal carotid artery stenting procedure, an acculink stent was implanted and there was difficulty with the recovery catheter engulfing the distal filter for removal due to the patients anatomy. The accunet shapeable tip retrieval device was successfully used to recover the distal protection device. There was no adverse patient effect or no clinically significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.